Event description:
The customer obtained lower than expected vitros acet results from patient and quality control samples processed on a vitros 5600 integrated system. A result of 3.0 g/ml was initially obtained and reported out of the laboratory for a single patient sample. A corrected report (324.5 g/ml) was issued upon repeat analysis. In addition, results of 42.18, 43.52, 41.07, 42.58, and 43.39 g/ml were obtained from the biorad level 2 control fluid versus the expected value of 88.70 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Based on the lower than expected vitros acet patient result initially obtained, treatment for acetaminophen toxicity was inappropriately delayed by two days. The patient was admitted to the emergency room with liver failure, and follow-up with the customer after several days indicated the patient was recovering. The customer did not make a definitive statement as to whether there is an allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined lower than expected vitros acet results were obtained from patient and quality control samples processed on a vitros 5600 integrated system. The investigation identified two separate issues that contributed towards the cause of this event. The vitros 5600 integrated system was incorrectly configured to generate vitros acet results using alternate units (mg/dl). However, the customer reported the numeric values obtained using conventional units (g/ml). Therefore, the reported vitros acet results were 10x lower than expected. In addition, the investigation determined that all results obtained from a single vitros acet slide cartridge were lower than expected. The slide cartridge was most likely non-reactive because it had been compromised. The issue was isolated to a single slide cartridge, and acceptable vitros acet performance was observed when an alternate slide cartridge was put into use. The most likely assignable cause for both issues is user error. The customer conducted operator training sessions prior to obtaining the lower than expected vitros acet results. It is likely that the units were inadvertently changed during this time frame and the affected vitros acet slide cartridge was exposed to ambient laboratory conditions for an extended period of time. Consultation with ocd medical affairs concludes that the potential for serious patient harm due to delayed treatment for acetaminophen toxicity is not remote.